Manufacturer narrative:
H3: product analysis found that visually, the pouch was open from 2 of 4 sides when returned. There was no damage noted in the construction of the device or the other returned components. There were traces of contamination found at the proximal end of the inner shaft. Functionally, at first, the inner assembly could not be rotated by hand, it was seized to the outer assembly. However, with a hand force, the two blades were unseized. There was a clear residue consistent with adhesive observed on the inner shaft. The shaft seemed t o be bent near the distal end of the inner hub, and there were striations noted on the inner shaft near the distal end of the inner hub and on the shaft tip. For further analysis, the device was loaded into a handpiece and ran in oscillating mode up to 7,500rpm and resulted in wobbling. The device failed due to defective condition upon return and the inability to spin properly. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, before the procedure, the inner and outer blades were connected together and couldn't rotate. The handpiece was working fine with other blades. There was no patient involvement.